Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. A cause for the reported stretched gripper line cannot be determined without the device to analyze. There is no indication of product issue with respect to manufacture, design or labeling. H6: device code 1601 removed, device code 2979 added.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a stretched gripper line. It was reported that during preparation of the clip, while testing the functionality, it was observed that the gripper line was protruding outside the clip when it was closed. The physician decided to open the clip and reassess the functionality. However, when the clip was closed again, it was still observed that the gripper continued to protrude outside of the clip. Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure. No additional information was provided.